Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was not returned. Device evaluation was conducted with the available information, and it was noted possible cause of the reported issue was: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint on the electrical contacts. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had an e315 error. There were no reports of patient harm.